Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure, lead was bent. Lead was not used and a new lead was implanted. Patient was stable post procedure.